Event description:
A report was received that during an explant procedure for a pt, the physician discovered blood in the ipg header. The reason the pt was being explanted is due to lead migration, but the physician wanted to explant the entire system and start over.

Manufacturer narrative:
The explanted devices will not be returned to bsn for further evaluations, as they were discarded by the medical facility.